Manufacturer narrative:
The customer indicated that samples would be returned for evaluation; however, they have not been received. Without the returned unit, the cause of the issue can not be determined. No product from the reported lot number is remaining in stock for evaluation. The results of the original inhouse testing was reviewed and found to be acceptable. Medex is unable to confirm or determine the cause of this incident without benefit of returned product. An additional report will be submitted, should information become available that impacts the outcome of medex' investigation.

Event description:
The reporter stated that the valve on the chamber appears to have allowed the full contents of the fluid bag to enter the chamber and subsequently into the circuit and the ventilator. The ventilator was an abipap vision device by respironics and has been returned to the manufacturer for repair. No patient injury or treatment associated with this event.